Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was less responsive also harder to press also sometimes had to press buttons twice. Customer's blood glucose level was unknown at the time of the incident. Customer also stated that reservoir was loose and insulin pump was louder during the rewind. The device will not be returned for analysis.